Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported malfunction is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. The catalog number identified in section has not been cleared in the us, but is similar to the hickman central venous catheter products that are cleared in the us. The pro code for the products is identified.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model 0600570ce chronic catheter allegedly experienced fluid leak and fracture. The information was received from one source. The malfunction involved a (B)(6) female patient weighing (B)(6) with no reported consequences.